Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, lot #: , ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgery (fess). It was reported that during the procedure, the site was having tracking issues. They were trying to verify the registration probe and not tracking. The error values were 6.6 for the instrument tracker and the patient tracker was 2.5. Technical services inquired about the emitter placement, and it was very low with respect to the patient. The staff adjusted the emitter to have the bottom of the emitter in line with the patient's tip of nose and level horizontally. This resolved the tracking issues, and they were able to proceed with the case. No delay was caused.